Event description:
It has been reported that the laryngoscopy's light turned off and would not turn back on while the user was attempting to intubate a patient. There are no known consequences to the patient.

Manufacturer narrative:
Updated event date to (B)(6) 2023.